Event description:
Home patient reports calling baxter's technical service center for assistance while troubleshooting through an alarm situation during homechoice treatment, and noting at that time, that they were connected before they should have been, during prime. Baxter technician instructed them to end their treatment and to restart with new supplies. No patient injury or medical intervention reported by unit rn.